Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer called on (B)(6) 2023 at 8:22am stating there was possibly blood in the helium tubing. They noted that there was a brown substance in the helium tubing near the white ¿y¿ fitting. They also noted that there was one alarm a couple hours prior to noticing the substance. There had not been any alarms since and no interruption to therapy. The getinge representative reviewed the customer's options with them. They planned to contact the attending physician to find out if removal or removal and replacement would be performed. The iab had been inserted since (B)(6) 2023 and there had not been any prior issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer called on (B)(6) 2023 at 8:22am stating there was possibly blood in the helium tubing. They noted that there was a brown substance in the helium tubing near the white ¿y¿ fitting. They also noted that there was one alarm a couple hours prior to noticing the substance. On (B)(6) 2023. At 6:35am, and rn noted that "blood in helium tubing." There had not been any alarms since and no interruption to therapy. One member of the hospital staff stated that the "device overheated and placed itself in standy without any preceding alarms." The getinge representative reviewed the customer's options with them. They planned to contact the attending physician to find out if removal or removal and replacement would be performed. The iab had been inserted since (B)(6) 2023 and there had not been any prior issues. There was no patient harm or adverse event reported.